Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2013 with the following findings: the pump powered on and the display is clear and legible. There was moisture seen behind the display lens. Investigators performed leak test and found a battery compartment crack and leak. Opened the pump case and found evidence of moisture in pump case.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (flashing display) issue. The reporter stated that display screen was flashing the insulin to carb ratio display at random after the pump had been exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.